Manufacturer narrative:
Follow-up received on 08-sep-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported adverse events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had chronic abdominal pain after essure (fallopian tube occlusion insert) insertion. She was submitted to an exploratory surgery and no other abnormalities were found. After this procedure, she had abscesses. The reported events were considered serious due to medical importance. Only abdominal pain is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer stated her pain started hours after essure insertion. She was submitted to an unspecified exploratory surgery (it seems essure was not removed during this procedure). An unspecified time later she had abscesses, which she related to this procedure. Although limited information is available in this case; it cannot be excluded that the reported pain (which required surgery) was a consequence of essure therapy. Therefore, all events were considered as related to the suspect insert (abscess regarded as a complication of an essure related procedure). Additionally, non-serious events were reported. This case was regarded as incident, since a surgical intervention was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Event description:
This is a solicited case report received from a female consumer of unspecified age in (B)(6) on (B)(6) 2014 who was involved in a active online listening, study number: (B)(6). Study description: essure generic active online listening. Consumer was experiencing abdominal pain. No further information was provided. Ptc investigation results were provided on 18.dec.2014: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Final risk classification: risk category v. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up received on 14-aug-2015: this follow-up has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting taking place in september 2015 (case# FDA-2015-n-2781-0547). Consumer reported that she was implanted with essure on (B)(6) 2010. According to her, she began having problems 2 hours after implantation and has had them ever since. The chronic pain and fatigue, coupled with extended menstrual cycles sent her back to the doctors multiple times over the years. They finally did exploratory surgery to find the real problem. The end result was no other abnormalities, but abscesses from the surgery and adhesions on her bowels from the subsequent surgeries. In addition, consumer states that she has finally found a doctor who agrees the coils are damaging her body. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had chronic abdominal pain after essure (fallopian tube occlusion insert) insertion. She was submitted to an exploratory surgery and no other abnormalities were found. After this procedure, she had abscesses. The reported events were considered serious due to medical importance. Only abdominal pain is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer stated her pain started hours after essure insertion. She was submitted to an unspecified exploratory surgery (it seems essure was not removed during this procedure). An unspecified time later she had abscesses, which she related to this procedure. Although limited information is available in this case; it cannot be excluded that the reported pain (which required surgery) was a consequence of essure therapy. Therefore, all events were considered as related to the suspect insert (abscess regarded as a complication of an essure related procedure). Additionally, non-serious events were reported. This case was regarded as incident, since a surgical intervention was required. A product technical analysis is being sought. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.